Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the rep reported patient had extreme pain from shocking from the internal device. Troubleshooting was performed where the device was turned off and the issue resolved. The cause of the issue is not known, but it was also noted "stimulation output issue" as a likely cause. The rep reported overstimulation. The rep indicated that the patient had pain from the device that increased as the day progressed. A device revision occurred on (B)(6) 2026 where the device was replaced.